Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the final evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The customer does not want any repairs done to the unit and it will be returned unrepaired.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the final evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The customer does not want any repairs done to the unit and it will be returned unrepaired. During the evaluation of the device at the manufacturer's service center, the device failed test steps for oxygen low flow and positive flow verify. The device's inlet air path, air path foam, and flow path were replaced, and the device was recalibrated to address the issues. The device passed all testing.